Event description:
It was reported that the right atrial (ra) lead had observations of loss of capture and high out of range pacing impedances greater than 2000 ohms when in bipolar configuration. The device was explanted and replaced for premature battery depletion, and during the procedure the lead was tested several times within normal limits in unipolar configuration using the pacing system analyzer and the new device. The physician elected to leave the lead implanted and in use. No adverse patient effects were reported.